Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone control ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone13.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed but the pink slide did not move forward, indicating a needle mechanism failure. When the pod was removed from the infusion site (unspecified), the pod's cannula was found very bent. The patient's blood glucose level rose to above 400 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed that the pod ran for 1097 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that would contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problems were found regarding the reported needle mechanism failure and bent/kinked events.